Event description:
The needle of the butterflies are not retracting after using them causing the employee to get stuck after usage. Contaminated needle stuck. We are having too many issues with these devices from cracks, hair line, causing popping noise, and re-stick of pts. This continues to happen with many lots. The devices were returned to bd and other employees doing this work should not have to work with this butterflies that continue to have cracks and the dirty/contaminated needle sticks out.